Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Users identified subject unit not charging batteries. There is patient involvement. No harm is reported.